Manufacturer narrative:
Added patient's date of birth: (B)(6).

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure on (B)(6) 2017 to implant 2 trial leads, only one lead was implanted. It was stated when the physician was placing the epidural needle for the second lead on the right side, the patient reported a pain that went down into his right heel. The physician then used a guide wire and the patient reported the same pain into his right heel. The physician decided not to place the second trial lead. Additional information revealed the patient continues to feel residual pain in his right foot post-operative. The patient will follow-up with the abbott representative/physician as the next course of action.